Event description:
Ous MDR - after an implantation period of about 17 months, oversensing without inappropriate therapy was reported. The physician decided to replace the lead. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause of the oversensing on the rv channel as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with a nearby lead should be taken into account. The analysis did not reveal any sign of a material or manufacturing problem.